Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states weld broke where motor guard tube crosses the foot frame section. The dealer states the end user said bed was not going up evenly, and when he laid on it to try it with weight in it, that piece broke completely.